Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pi). The pil technician installed the touchscreen into a pi ventilator to duplicate the reported issue. The product investigation lab (pil) technician was unable to confirm the complaint of 'misalignment in the touch position.' The touchscreen flex circuit successfully passed all resistance tests.

Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating that the devices touchscreen has misalignment of the touch position which occurred during an inspection before use on a patient was received. It was reported there was no patient involvement at the time the issue was discovered. The authorized service provider (asp) evaluated the device and confirmed misalignment in the touch position. Since it was not resolved by calibrating the touchscreen, the touchscreen was replaced then the issue was resolved. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened

Manufacturer narrative:
(B)(6).